Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Device expiration date: unknown. Device manufacture date: unknown. (B)(4). Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified and the root cause could not be determined. A device history record could not be evaluated as the lot number is unknown. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends. Investigation conclusion: unable to confirm the customer experience as no photo / sample is received for investigation. End user risk assessment. (B)(4). Root cause description: no photo/ sample were returned for investigation. Root cause could not be determined. The complaint will be re-opened and re-investigated if the sample is returned. Rationale: the complaint will continued to be tracked and monitored.

Event description:
It was reported that an unspecified number of syringe 1ml ll w/ndl eclipse 27x1/2 rb experienced a safety mechanism failure which was noted after use. The following information was provided by the initial reporter: material no. 305789, batch no. Unknown. Complaint 2 of 5. I have now had 2 staff with needle sticks related to malfunctioning safety shields on the bd eclipse 27g x ½" needle, plus others who have expressed concerns but were not stuck. Unfortunately, none of them provided a lot number or expiration date, however I believe all of the concerns have arisen in the last month or two, if that helps. Concerns have included: after the safety shield was engaged, the needle bent and poked out the side of the shield. The rn heard the shield click and it appeared to be engaged but then it disengaged/flipped down leaving the needle exposed, the safety shield bent & cracked when engaged, leaving the needle exposed. The shield fell off. I know nurses have also expressed that the flip-up shield safety feature is more challenging to engage and leaves more room for a needle-stick injury than a safety device that engages automatically following injection (such as a pop-up shield that is activated by depressing the plunger).